Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On 01/13/2025, it was reported that the patient experienced inaccurate cgm values. The patient experienced dizziness, trembling, and vision changes (symptoms of presyncope). The cgm was reading 82 mg/dl and the blood glucose reading was 29 mg/dl. The patient received non-medical 3rd party assistance with carbohydrates. After treatment, the bg was 115 mg/dl and the cgm was unremembered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.